Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted (B)(6) 2000-07-11; 8042b ipg, implanted (B)(6) 2007.

Event description:
It was reported there was a right ventricular (rv) lead warning for low impedance. It was also noted the rv lead impedance had decreased. The lead was reprogrammed and remains in use. The patient is enrolled in a product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.